Event description:
It was reported that this was a venotomy puncture closure of the right common femoral vein using a proglide device after an interventional watchman procedure with a 14f sheath. Reportedly, the access site was still bleeding, despite the knot being advanced and tightened. Manual pressure was held, and the patient developed a thrombus. The thrombus was treated with medication. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The investigation was unable to determine a conclusive cause for the reported difficulties. The treatment appears to be related to circumstances of the procedure. The patient effect of thrombosis is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.